Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 46640 and data files were returned and analyzed. The data files showed at least 19 applications were performed with a non returned balloon catheter. There was no system notice confirmed on these applications. The data files confirmed system notice #50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ on the date of the event. Visual inspection of the balloon catheter showed there is blood inside the balloons. Smart chip verification indicated the catheter was used for 15 injections. The catheter failed the performance test due to system notice #50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ right after connecting to the console. Dissection and pressure tests showed the both balloons were intact. Further dissection revealed leak a guide wire lumen of the catheter in balloon segment at 1.20 inches from the tip. There was kink at the place of the leak. In conclusion, the reported system notice 50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ was confirmed through testing. The balloon catheter failed the returned product inspection due to guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.